Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successfully closed an arteriotomy on the right common femoral artery using the starclose device after an endarterectomy. Three days later, the patient was readmitted to the hospital and diagnosed with an occlusion at the closure site. A physician performed angioplasty to open the vessel. Two hours later, the vessel occluded again and a stent was placed in the vessel. At last report, the patient is said to be doing well.